Manufacturer narrative:
(B)(4). The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's midline incision site was not healing well. It was also noted that the device appeared infected. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the physician did not believe that the infection was device or procedure related. It was noted that the infection was not confirmed but appeared to be at the lead site. The symptoms were redness, swelling, and drainage. The patient was prescribed antibiotics. Additional suspect medical device components involved in the event: model#: sc-8336-50, serial#: (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead; model#: sc-4316, lot#: 19555301 description: next generation anchor kit-sterile.

Event description:
A report was received that the patient's midline incision site was not healing well. It was also noted that the device appeared infected. The patient underwent an explant procedure. No device malfunction was suspected.